Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the inadvertent mishandling of the device during sheath removal caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to preparation of the 2.25x15mm rx xience sierra stent delivery system, the stent implant dislodged in the yellow protective sheath during removal of the sheath. There was no patient involvement. A new xience sierra was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.